Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a unicortical crack in the lesser trochanter was found during the left hip arthroplasty and a cerclage wire was placed to prevent subsidence. Rom was stable and all final implants were placed with no complications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant devices - unknown versys femoral head 32mm + 0 catalog #: ni lot #: ni, unknown trilogy cup 54mm catalog #: ni lot #: ni, unknown longevity standard 32mm liner catalog #: ni lot #: ni, unknown zimmer cable-ready cable x 1 catalog #: ni lot #: ni. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a unicortical crack in the lesser trochanter was found during the left hip arthroplasty and a cerclage wire was placed to prevent subsidence. Rom was stable and all final implants were placed with no complications. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the left hip arthroplasty, a unicortical crack above the level of the lesser trochanter was identified. Cerclage wire placed around the proximal femur to prevent subsidence and the final implants were placed without complications. Attempts have been made, however, no additional information is available at this time.